Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a scd controller. The customer states there are exposed wires. The unit was sent to a covidien svc ctr for repair. Upon triage, a svc tech found bare copper 115 vac-h wires exposed on power cord.

Manufacturer narrative:
Submit date: 11/08/2013. An investigation is currently underway. Upon completion, the results will be forwarded.